Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and other blood glucose level was 427 mg/dl with 19.7 mg/dl. The customer experienced symptoms due to high blood glucose such as thirsty. The customer treated high blood glucose with insulin pen or manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer allege under delivery on insulin pump. The infusion set cannula was bent. The insulin pump will not be returned for analysis.